Event description:
Reporter indicated a patient's vns generator displayed 9.6 years remaining in (B)(6) 2011, but then in (B)(6) 2011, ifi was noted (intensified follow-up indicator). The reporter feels the generator has reached the ifi status prematurely. It is not known if the ifi = yes or no. Attempts for further information are in progress, but have been unsuccessful to date.

Event description:
Reporter indicated that the patient's vns settings may be changed to rapid cycling for therapeutic reasons. Generator replacement is being considered, but has not been occurred to date. The generator is still operating per the reporter.